Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experience hypoglycemia. The customer¿s blood glucose level was 54 mg/dl and 40 mg/dl. Customer did exercise and just back off on basal, eat apples and cheese and glucose tabs. Customer did not want to troubleshooting at this time. The device will not be returned for analysis.